Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had emergency room visit due to high blood glucose on january 14, 2018 with blood glucose of 529 mg/dl. No delivery alarm was also reported. The customer was treated with insulin IV drip and then shots. Reportedly, the insulin pump was exposed to magnetic field. The customer was wearing the insulin pump during the hospitalization. The device is expected to be returned for analysis.